Manufacturer narrative:
Analysis results for the (B)(4) analysis results indicated no anomalies found.

Event description:
The manufacturer representative (rep) reported that during an implantable neurostimulator (ins) replacement the initial device was opened and had impedance issues, after multiple attempts they retested with an multi-lead trialing cable (mltc) and had no issues. At the time they opened a new ins and implanted that device. It was noted that returned product had no effect on the patient. The doctor was concerned that the faulty ins was too close to expiration date. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.